Manufacturer narrative:
A ge service representative performed an onsite investigation. The 7.0.59 software was installed to solve the cine issues and the generator interface board was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that during a procedure the system displayed a communications error during the cini run. The procedure was completed with another unit. No patient injury was reported.